Manufacturer narrative:
Event site name: (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon therapy, there was a fiber optic sensor failure alarm. The customer stated that therapy had been initiated for days without issue when this suddenly occurred. They attempted regaining the fiber optic arterial pressure waveform through the ¿help¿ screen troubleshooting steps. The fiber optic cable was removed from the intra-aortic balloon pump to silence the alarms. The inner lumen was transduced for a clean arterial pressure waveform, and therapy was continued. There was no patient harm or adverse event reported.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5). Complaint record ID # (B)(4).

Event description:
It was reported that after 15 hours of intra-aortic balloon (iab) therapy, there was a fiber optic sensor failure alarm. The customer stated that therapy had been initiated for days without issue when this suddenly occurred. They attempted regaining the fiber optic arterial pressure (ap) waveform through the ¿help¿ screen troubleshooting steps. The fiber optic cable was removed from the intra-aortic balloon pump (iabp) to silence the alarms. The inner lumen was transduced for a clean arterial pressure waveform, and therapy was continued. There was no patient harm or adverse event reported.

Manufacturer narrative:
Device evaluation: the iab was returned with the membrane completely unfolded and blood on the exterior and interior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and covering half of the balloon. Two kinks were observed on the catheter tubing and inner lumen approximately 56.4cm and 76.2cm from iab tip. Additionally the optical fiber was found to be broken within the membrane approximately 25.9cm from iab tip. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).